Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd plastipak¿ luer-lok¿ syringe, the stopper was misaligned and poorly attached to the plunger, which led to volumetric inaccuracies and leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: when withdrawing the solution containing the cytotoxic drug, the seal becomes detached and dislocated from the plunger, resulting in silicone leakage as well as an incorrect withdrawal volume. And 20ml syringe, whole piston peeled off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd plastipak¿ luer-lok¿ syringe, the stopper was misaligned and poorly attached to the plunger, which led to volumetric inaccuracies and leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: when withdrawing the solution containing the cytotoxic drug, the seal becomes detached and dislocated from the plunger, resulting in silicone leakage as well as an incorrect withdrawal volume. And 20ml syringe, whole piston peeled off.

Manufacturer narrative:
H6: investigation summary one photo was provided to our quality team for investigation. The product was visually inspected and the stopper was verified to be incorrectly assembled, partially detached from the plunger rod. There are no other visible defects that could have contributed to the issue observed. A device history review was performed for lot 2110085, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The product was inspected, verifying all stoppers were properly assembled onto the plunger rod and no damage or defects was observed within the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. A camera system is used in the assembly machine to detect missing or improperly assembled stoppers. There were no incidents documented related to any failures with the detection system, therefore we cannot identify why the impacted sample was not discarded. See h10.

Event description:
It was reported that while using the bd plastipak¿ luer-lok¿ syringe, the stopper was misaligned and poorly attached to the plunger, which led to volumetric inaccuracies and leakage. The following information was provided by the initial reporter, translated from french to english: when withdrawing the solution containing the cytotoxic drug, the seal becomes detached and dislocated from the plunger, resulting in silicone leakage as well as an incorrect withdrawal volume. And 20ml syringe, whole piston peeled off.